Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. Upon receipt a break in the retention dome was observed. A small section of the broken dome is still attached to the feeding tube. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the near in the dome was caused by stretching the dome material beyond its elastic limits during removal. A chr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
A break in the retention dome during traction removal. The indwell time was 184 days. The dome portion was removed endoscopically using grasping forceps. A (B) (6) male pt with strong abdominal recuts muscle.